Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The reported patient effect of cardiac tamponade is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. As the device was not returned for analysis, the investigation determined a conclusive cause for the reported deflation problem cannot be determined. Additionally, the reported device issue possibly contributed to the reported patient effects however a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a left main artery. A 4.0x23mm xience sierra was advanced to the lesion and inflated. However, there was difficulty deflating the balloon but it ultimately deflated. The device was simply removed. After the procedure, the patient developed tamponade which was resolved via thoracotomie surgery. The patient is in good health. There was no adverse patient sequela or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported deflation problem was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined a conclusive cause for the reported deflation problem cannot be determined. Additionally, the reported device issue possibly contributed to the reported patient effects; however, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of cardiac tamponade is listed in the xience sierra everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.d10, h3: device status changed from not returned to returned. Method code 4115 removed.